Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
With an increased amount of resistance during reaming, the connection point tends to slip causing damage to the modified hudson adaptor and the reamer connection point. After this occurs, the adapter will start to cause damage to other reamers.

Manufacturer narrative:
Examination of the submitted device found varying degrees of wear. The root cause is attributed to device wear due to normal use and servicing. Based on the determination of product wear out as the root cause no corrective action is being pursued at this time. Monitor through (B)(4) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.